Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the manual prime process. The patient's blood glucose at the time of incident was 279 mg/dl. The customer changed battery and tried to reset the device again but received a motor error alarm and a motor position encoder error alarm. Troubleshooting was initiated for the prime and rewind process. The customer did not recall any significant events leading to the force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed prime during the displacement test and motor error alarm during rewind due to faulty connector on interface board. The insulin pump was unable to verify alarm due to motor error alarm. The insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratched display window.